Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's nurse alleges that the infusion device was delivering an inaccurate amount of insulin because she feels the plunger holder screw does not always connect closely to the cartridge. The patient experienced elevated blood glucose levels as high as 429 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.